Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for pain, loosening/lysis, rotator cuff insufficiency. Patient ID: (B)(6).